Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient believed that they were on p2. Patient tried program 1 and was switched to 2 just recently; within the last 3 weeks. Patient had been having trouble almost like before they got the device. Patient further explained that if they stood up, they urinated and stated that they could hardly get to the bathroom again and did not know if some of the settings needed to be changed. Patient stated that their doctor was on vacation. It was verified if patient has tried making adjustments on their own and patient stated that they messed with it a little bit. Patient tried going higher and lower to see what will help. Patient confirmed she was on p2 at 1.7v but confirmed pp showed implant was off. It was reviewed that the stimulator had to be on in order the therapy to work. Patient turned stim back on and confirmed they felt stimulation. It was reviewed to monitor symptoms now that patient had turned implant back on and if symptoms are not being helped after a couple of days. Patient confirmed that they got the low patient programmer (pp) battery information screen but was able to bypass screen and get to therapy screen. It was reviewed that they might need to replace the pp batteries soon. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.